Event description:
It was reported that there was air in line. No patient injury was reported.

Manufacturer narrative:
No additional information was received. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was previously repaired on the same issue of air in line. Air detector was replaced then. The device was returned in good physical condition. Functional test was performed and failed; the reported error was duplicated. The problem was caused by a main board that did not work as intended. Root cause could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.